Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, a sudden rise and high threshold measurements, and a decrease in r waves. The physician reported a possible rv lead dislodgement and a pericardial effusion may have occurred. The patient experienced shortness of breath and feelings of fatigue. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.